Event description:
No adverse event or product problem has been reported.

Manufacturer narrative:
As advised in a telephone call from FDA, this report is for insti hiv-1 antibody test, product 90-1019, lot number b3m177, in addition to report 3003871407-2013-00001 that pertains to insti hiv-1 antibody test product 90-1018, lot b3m172. Advisory notice sent out on december 19, 2013 to all customers who rec'd kits from production lots b3m172 and b3m177. Customers were advised that there is a possibility that a higher than expected number of test results may be interpreted as very weakly reactive due to potential for "shadowing" attributed to a supplier component, when the result should be non reactive. Customers were further advised that confirmatory testing should be conducted for all reactive results as instructed in the package insert. Customers were further advised that a non reactive result with insti kits from these lot numbers is a valid result. Customers were further advised to contact biolytical's chief technical officer if a higher than expected number of false weakly reactive results are observed. There have been no reports to the manufacturer of any performance problems with these two insti lots. Both lots were approved and released following biolytical's quality system practices. A copy of the advisory letter was provided with report 3003871407-2013-00001. This was a precautionary advisory notice. Case number: (B)(4).